Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and was instructed to continue using it, with guidance to call back if the malfunction recurred. The customer acknowledged and understood the instructions.